Manufacturer narrative:
Intuitive surgical, inc. (Isi) sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed, but did not replicate, the customer-reported complaint. The stapler was installed on an in-house system and fired on test foam using an in-house color reload. The instrument fired successfully, and the resulting staple line was visually inspected; the cut line appeared smooth and consistent with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. There were 3 total fires, and 2 of them were partial fires, which occurred during the second and third firing sequences. The partial fire involved a white sureform 60 reload. A system log review shows a sureform 60 stapler instrument (part #480460-12, lot #k17250130-0338) was used first, and it was installed on the system 4 times and fired 3 white sureform 60 reloads. On install 1, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On install 2, a white reload was installed; however, no clamping or firing was attempted. On install 3, the first clamp was incomplete. The next clamp was successful, but was followed by a firing failure. On install 4, the first clamp was successful, but was followed by a firing failure. The instrument was then removed and not used again in the procedure. Next, the logs show another sureform 60 stapler instrument (lot #k17250130-0339) was installed on the system 5 times and fired 4 white sureform 60 reloads. On install 1, a white sureform 60 reload was installed; however, no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On installs 3-5, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no incomplete unclamps during the procedure, per the logs. Additionally, there were no stapler-related errors in the data logs or indication of use of the stapler release key.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument would not fire. The procedure was completed as planned by the customer, using a backup instrument, with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and gathered the following additional information: according to the operating room staff, the stapler did not misfire; rather, the surgeon was unable to use it because the jaws were repeatedly getting stuck. The stapler felt sticky when opening or closing, even when not on tissue. It was used once or twice before a new unit was opened. The or director explained that the sureform 60 stapler instrument was not wiped clean of blood and tissue between uses which caused the instrument's jaws to stick. It is unclear if the customer reported issue involved the jaws of the sureform 60 stapler instrument getting stuck in a closed position and would not open.